Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2010 and mesh was used. The patient has experienced constant pain and elevated white blood cell count since the procedure. He was treated with antibiotic therapy for ten days and the symptoms subsided briefly. The patient now suffers from chronic pain, fatigue, depression, irritability, and systemic joint pain. The patient takes daily narcotics that does not relieve the symptoms.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).